Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said for the past week or so pt has been having a lot of problems going down their right leg. Patient said they have radiating pain up and down that leg and gradually getting worse and worse and now the pain is going down the right leg into the knee. Patient mentioned that pt has had a few surgeries. Pt reported that the stimulation causes more trouble in the left side of the body than where the device was supposed to help. When pt sits on their back they can feel sharp pains running through their leg and they think there might be fluid built up around it or it is causing fluid around the right joint. Patient also mentioned that when pt charges up the only side that vibrates is their left side and  never gets vibration on the right side no matter how high pt turns it up. The only place that the current runs through is the left leg but the problem must be around the device itself. Pt noted they will randomly feel the implant causing a burning sensation. Pt noted they are feeling pain in their leg and have a difficult time putting their heel down. The patient was redirected to their healthcare provider to further address the issue.